Event description:
Additional information was received as follows: it was reported that two endurant cuffs were implanted along with a palmaz stent and successfully resolved the endoleak.

Manufacturer narrative:
(B)(4). Method: film. Results: endoleak, stent graft migration. Disease progression and aortic neck angulation. Conclusion: disease progression and aortic neck angulation.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morph ology from the time of implant is unknown. It was reported that the stent graft has migrated with a type I endoleak present. The decision was made to treat the patient with an aortic cuff at a later date. No additional clinical sequelae were reported and the patient is fine. Review of returned films post-implant ((B)(6) 2013) show that the bifurcated stent graft is approximately 3 cm below the right renal artery within the aneurysm sac and there is a proximal type I endoleak. The stent graft body is angulated 90 degrees to the iliac limbs. The ipsilateral limb was placed on the left side; the contralateral limb crosses over the ipsilateral limb and was placed in the right iliac. The aortic diameter measures 26 x 27mm at the renal, and 10mm below the renal arteries measures 25 x 29mm, with moderate calcification. The aaa is 7cm maximum. There appears to be good distal sealing in the limbs bilaterally. The cause of the migration is unknown. Images immediately post-implant were not provided; the aortic neck anatomy at the time of implant was not reported. The migration may have been due to disease progression.